Event description:
It was reported that a cartridge alarm intermittently occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issue.